Event description:
The device was returned to the manufacturer from a competitor following the patient's death and was analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned from an competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and visual analysis only was performed.